Event description:
This complaint received from a nurse concems a male patient with a stoma who experienced skin infection with fever when using sensura click. The patient has used assura extra for the last four years. He tried sensura and in the evening after one hour use he experienced a fast onset of fever >39c with shivering. He removed sensura and went back to assura extra. The next morning, the entire abdominal wall was red, hot and swollen with pain especially at the stoma sight. Later white blisters occurred. The patient and nurse suspected an allergic reaction because the patient some years ago experienced almost same symptoms in relation to an allergic reaction against tuna. However, two days later, the general practitioner initiated treatment with antibiotic for erysipelas of the abdominal wall. Four days later, on day six from onset, he was hospitalized because there was no improvement of his condition. He received intravenous antibiotic treatment (cefuroxin) and wet pack with chinosol solution. The patient's condition improved during this treatment, and he was discharged from hospital after one week. Diagnosis from the hospital was abdominal wall phlegmone which was confirmed sonographically. Treatment after discharge was cefuroxin 100 mg two times a day, planum (for sleep, if required), and gentamycin 0.1% cream, twice a day, for 6 weeks. Complaint changed to a serious incident on 04/30/09.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, an addendum to this report will be filed. Some 7% of peristomal skin problems are caused by infection and a range of bacterial and fungal organisms are identified under the warm, humid, intermittently soiled environment under a stoma appliance which is ideal for microbial growth. Erysipelas and phlegmon is an acute superficial infection of the skin and tissues under the skin. It is usually caused by infection with group a streptococci. The infection is introduced through skin trauma that is often minor. It is characterised by a sudden onset with fever and malaise. The infected skin is red, swollen and hot. The infection may occur in those with chronic diseases but most patients that develop the infection are well. The infection may be life threatening and fast onset of antibiotic treatment is important. Care should be taken to reduce the chance of recurrence by minimizing peristomal skin trauma that could permit further infection. (Reference: abdominal stomas and their disorders: an atlas of diagnosis and treatment. Lyon cc, smith aj. Martin dunitz ltd 2001.) In this case, the patient developed erysipelas and phlegmon diagnosed by sonograph. A time and causal relationship to the use of assura is not suggestive as the patient had only used the device for one hour before onset of symptoms. An alternative explanation is infection by microorganisms from the environment due to a peristomal skin trauma. However, details regarding a possible skin trauma and the development of the skin reaction are missing, and the microorganism involved is unknown. Other text : device not received by manufacturer.